Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement was used during a replacement procedure performed on (B)(6) 2010. According to the complainant, during a routine replacement procedure on (B)(6) 2010, the physician noted that the device being removed from the patient had a small piece missing from the tip of the internal bumper. The procedure was completed with a new securi-t percutaneous replacement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during a routine replacement procedure on (B)(6), 2010, the physician noted that the device being removed from the patient had a small piece missing from the tip of the internal bumper. The procedure was completed with a new securi-t percutaneous replacement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed both ports were closed. The c-clamp was in the open position. The external bolster was without issue. The customer had attached a zip-tie to the y-port. The internal bolster was torn at the obturator pocket and the tip had been torn off and was not returned. The surface of the internal bolster tear was discolored indicating that the tear might most likely have occurred during device insertion or shortly post placement. The returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment most likely occurs because the shape of the bolster and how it is placed, which might cause the user to apply excess force to the device. This excess tensile force can cause the bolster to detach. Therefore, the most probable root cause is operational context.